Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial/lot #: (B)(4), ubd: 22-jan-2020, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 22-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had x-rays and her leads moved. She stated the root cause is unknown. She mentioned she has had "a bunch of surgeries", has been in and out of work, and had to deal with a lot so she inquired about warranty/legal options. She has a consultation with the healthcare provider (hcp) next week about removing the leads and implantable neurostimulator (ins).she stated the hcp mentioned maybe an issue with the pocket of the implant site. She stated the ins/lead revision is not scheduled yet, but she is working with hcp.

Event description:
Additional information was received. It was reported they were having issues again and wanted to remove the system and go with a different brand.

Manufacturer narrative:
Continuation of d11: product ID 977a275 lot# serial# (B)(6), implanted:(B)(6) 2016, explanted: product type lead product ID 977a275 lot# serial# (B)(6), implanted:(B)(6) 2016, explanted: product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that pain was the reason why they had their doctor do imaging to check on their lead wires.

Manufacturer narrative:
H6: ime code e2330 and imf code f11 apply to the implant (97714), serial # (B)(6). Ime code e2403 and fdc code d12 apply to the system reported leads (977a275), serial #'s (B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead revision occurred in the summer of 2017. They were having issues again and wanted to remove the system and go with a different brand.

Manufacturer narrative:
Continuation of d11: product ID: 977a275, lot#/serial#: (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, lot#/serial#: (B)(6), implanted: (B)(6)2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.